Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed, since zeolite is found contaminated which possibly caused when it absorbs moisture.

Event description:
It was reported that when the patient went on a trip, the patient's device stopped working at a hotel. Later, the patient's oxygen levels had dropped to 69% while using the device. As a result, the patient's daughter called 911 where the patient was taken to the hospital. The patient was not admitted to the hospital, but was put on observation until a replacement device was received. Patient has since received their replacement device and left the hospital.